Event description:
Customer claims that a pt received a burn from the grounding pad that is packaged within the convenience kit. The burn occurred on the right thigh at the site where a skin graft was being taken during a cervical fusion of the neck. Hosp refused to return device. Hosp did not release complete details about pt or injury due to the covenant of confidentiality.